Event description:
It was reported that post-paced t-wave oversensing was noted via merlin.net transmission. Patient was asymptomatic. Recommended programming changes were made. Device remains implanted.